Manufacturer narrative:
The actual devices in the incidents were not returned to the manufacturer to be evaluated. Without the actual samples, a thorough investigation could not be performed. No specific conclusions can be drawn. However, an investigation into a previous incident against this part, reported by this same facility could not be duplicated. The house retain samples for the reported part were visually and physically tested per specification and passed. All available information have been provided to the actual manufacturer, ICU medical, inc. If any pertinent information becomes available, a follow up report will be filed.

Event description:
As reported by the facility: the needle is pulling out of the tubing causing a chemo spill. No patient injury. No samples for return. Additional information provided by the facility indicated that the needle is not pulling out of the tubing, actually the part is cracking, causing leakage. No one has suffered any adverse sequela associated with the reported incident.